Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent system was used during an endoscopic retrograde biliary drainage (ebrd) procedure on (B)(6), 2011. According to the complainant, the patient had a stricture within the common bile duct as a result of cancer. The stricture was 3cm in length. The patient anatomy was not noted to be tortuous; however, the stricture was reported to be severe. The stricture was not dilated prior to stent placement. During the procedure, the stent system was inserted into the patient. However, the user was unable to pass a bsc guidewire through the guidewire port of the stent delivery system. The stent delivery catheter became torn at the guidewire port. The stent system was removed from the patient. The procedure was completed with another wallflex biliary rx uncovered stent system along with the same guidewire. The user alleged no complaint against the guidewire used during the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the delivery system had been dissected at 9mm distal to the proximal end of the guidewire access sleeve. The distal section of the device was not returned for analysis. Therefore, an evaluation of the guidewire movement could not be performed. No other issues were noted with the returned device. During manufacturing, a number of guidewire restriction inspections are carried out ensuring that prior to shipment of the device the guidewire exits the monorail exit. The performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent system was used during an endoscopic retrograde biliary drainage (ebrd) procedure on (B)(6), 2011. According to the complainant, the patient had a stricture within the common bile duct as a result of cancer. The stricture was 3cm in length. The patient anatomy was not noted to be tortuous; however, the stricture was reported to be severe. The stricture was not dilated prior to stent placement. During the procedure, the stent system was inserted into the patient. However, the user was unable to pass a bsc guidewire through the guidewire port of the stent delivery system. The stent delivery catheter became torn at the guidewire port. The stent system was removed from the patient. The procedure was completed with another wallflex biliary rx uncovered stent system along with the same guidewire. The user alleged no complaint against the guidewire used during the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good."